Event description:
The customer reported communications failures. This error will cause the system to lock up or prevent it from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.